Event description:
It was reported that the bed exit did not alarm and the patient fell resulting in a broken arm and brain bleed. Upon evaluation by stryker field service the bed exit was found to be operating within specifications.